Event description:
Information received by medtronic indicated that the patient had a pericardial effusion during a cryoablation procedure. The physician had completed ablations in the left common pulmonary vein and was ablating the right inferior pulmonary veins. The patient's blood pressure dropped and a pericardial effusion was observed via intracardiac echocardiography. The procedure was aborted a pericardiocentesis kit was used to drain the effusion. Patient improving post intervention. Device 1 of 3, reference MFR report: 3002648230-2013-00201, 3007798852-2013-00018.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Bin files and failure files were reviewed and do not show any system notice messages for the date of event. Bin files show that at least 10 injections were performed with the catheter. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.